Manufacturer narrative:
There is no connection that can be at this time between any post-operative complications and any problem with the bard/davol device used to treat the patient. The information alleges that post implant of the bard flat mesh the patient was diagnosed with a rectocele and underwent another surgery with implant of a non davol pelvisoft mesh. "The operative details did not mention any visualization or involvement of the bard/davol flat mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2005: the patient was diagnosed with stress urinary incontinence, severe cystocele prolapse, possible rectocele and underwent a 2 part procedure which included repair of prolapsed cystocele, vaginal vault suspension with implant of a non bard/davol "gynemesh" with sacrospinous ligament fixation, implant of a non bard/davol "lynx" mid-urethral sling, cystoscopy, transvaginal hysterectomy and a suprapubic tube insertion. On (B)(6) 2006: the patient was diagnosed with a vaginal vault prolapse, cystocele and underwent an abd sacrocolpopexy with implant of a bard/davol flat mesh. On (B)(6) 2007: the patient was diagnosed with a rectocele and underwent a posterior colporrhaphy with implant of a non davol pelvisoft mesh. The operative details did not mention any visualization or involvement of the bard/davol flat mesh. On (B)(6) 2014: the patient had an md office visit with complaints of the urge to void with post void dribbling and stress urinary incontinence (sui). Per the exam notes, the patient was noted to have recurrent prolapse with cystocele. The physician did not recommend surgery as he was concerned with ¿denervation of the bladder.¿ he recommended urodynamics testing after stopping vesicare for three days and indicated if ¿her condition was due to incomplete emptying from prolapse,¿ then he recommended pessary placement and bladder retraining.